Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided.

Event description:
It was reported that a bellatek tsv healing abutment could not be placed into the implant; the healing abutment would just keep spining and did not engage the implant. No injury was reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tsv¿ bellatek® encode® healing abutment (teha3385) was returned for investigation. Visual evaluation of the as returned products identified minor signs of wear due to usage. The product had no apparent signs of malfunction. Functional testing was performed using an applicable in-house implant. The devices were able to assemble and disassemble as normal. No pre-existing conditions were noted. The reported device had been placed on tooth # 3 for an unknown period of time. X-ray or picture images were not provided. DHR review for the lot (1241090) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lot (1241090) and no similar event or complaint was found. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and functional testing, device malfunction did not occur and the reported event was unconfirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.